Manufacturer narrative:
G4. PMA/510(k) - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device display a "technical failure 300" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, a video of the report was provided. Our review of the video observed the customer's report and attributed it to the main board. It was recommended that the main board be replaced to resolve the report. G1 information updated.